Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the level sensor had become exposed to flow gel, which decreased contact of the sensor with the reservoir. As a result, the user disconnected with level sensor and continued on with the remainder of the procedure without the use of the device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.